Manufacturer narrative:
The device was returned to the customer without any repairs and will be scrapped by the customer. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. It was confirmed that the power pcb assembly was damaged, but as the device part has been discontinued, no repair is possible.